Manufacturer narrative:
On 6/28/2019, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Along with DHR review, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Still pending is the manufacturer record evaluation and the device manufactured date. Therefore, a supplemental report will be submitted. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve broke. It was reported that pre-operation when the pentaray catheter was inserted into the preface® guiding sheath with multipurpose curve, the hemostatic valve broke. The issue was resolved by changing the preface® guiding sheath with multipurpose curve to another one. The procedure was completed without patient consequence. The issue of the hemostatic valve breaking is considered an MDR reportable malfunction.